Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer blood glucose level (bg) was ¿high¿; although a specific value was not given. Customer changed pump supplies to address bg and occlusion.